Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in severely calcified left anterior descending artery. After stenting, a 5.00mm x 8mm nc emerge balloon catheter was advanced for post dilatation and inflations were performed three times. However, during third inflation at 18 atmospheres for 16-18 seconds, the balloon ruptured. The device was removed, and no fragments left inside the patient body. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and there was blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated and deflated with no issue. There was no damage or irregularities found to the device.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in severely calcified left anterior descending artery. After stenting, a 5.00mm x 8mm nc emerge balloon catheter was advanced for post dilatation and inflations were performed three times. However, during third inflation at 18 atmospheres for 16-18 seconds, the balloon ruptured. The device was removed, and no fragments left inside the patient body. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.